Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using the prostar device. Reportedly, the knot was made outside of the vessel wall. The method to achieve hemostasis was not reported. The physician is reportedly trained in the use of the prostar device. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information the reported suture pulled out appears to be related to user technique. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.